Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0urdz, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported following system replacement she could not feel stimulation and she was afraid something happened like what happened previously where her wire was disconnected from the implantable neurostimulator (ins). The patient also reported she felt a very sharp pain at her tailbone today; it went up her hip on the right side 3 times while driving. The patient was concerned her implant lead wire had moved or her implant wasn't working. The patient increased stimulation to #1 at 0.4, up from 0.3, and she had stimulation sensation in her rectum which was uncomfortable. It was noted the patient had an appointment on (B)(6) with a manufacturer representative for programming. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No actions/interventions or cause were reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient didn't feel it anymore after their device was replaced. The patient was not feeling stimulation in (B)(6) 2016. The patient felt it in the rectum. The patient hadn't changed the program because it had been fine. This was the first time the patient had felt it in a long time. The patient had adjusted over the phone and it was working fine and the patient was ok.